Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6), 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Vendor evaluation identified several damaged components due to wear and tear.

Event description:
On (B)(6)2021 it was reported by a facility representative via sems that an the ar-1600m 3-point shoulder distraction system, will not lock in position. No patient affect reported. There was no additional information provided.